Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0683-2019. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit received with same audio tone when switching from volume 5 to volume 1 and hardware low level failure alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit passed displacement test, sleep current measurement and active current measurement. No unexpected power loss anomalies, low battery alerts, replace battery now alarms or replace battery alerts noted during testing or in the insulin pump trace download. Unable to verify charge/battery lasts less than expected anomaly due to no battery received with unit. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly, and they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states that the volume was always loud. Customer stated that they adjust the sound volume to 1, and sound volume 5 and pressed the back button to exit sound vibration menu. Customer reported that they did hear the differences between the two audio or sound beep volumes 1 and volume 5. The customer stated that the new battery resolve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.